Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. The customer's blood glucose level was 276 mg/dl. Additionally, it was reported that the cartridge was leaking from an undefined area. Subsequently, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer's bg level for this event was 274 mg/dl. The customer reverted to alternate therapy for diabetes management.